Event description:
The customer reported that the system would not boot up. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an over the phone investigation. The customer was advised to reset the cb2 circuit breaker. The system was found to be working as intended following reset. The system was put back into service.